Event description:
The user facility reported that during two therapeutic colonoscopies, the device would not longer suction. The users reported that both procedures were completed with a different, but similar device and that there were no pt injuries. The users claimed that the device tested fine prior to both procedures.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of suction difficulties. The suction flow was found slow and sporadic due to a non-olympus broken cleaning brush tip that was found lodged inside the suction cylinder of the device. After the broken cleaning brush tip was removed, the suction flow tested within standard. Additionally, the remote switch buttons were found intermittently working due to corrosion and residue found in the electrical connector. The bending section cover glue was also found peeling. The cause of the user's experience was determined to be due to improper reprocessing. An olympus endoscope support specialist was dispatched to the user facility to provide in-service training on how to properly reprocess, handle, and inspect the endoscope. This report is being submitted as a medical device report in an abundance of caution.